Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. On (B)(6) 2018 the battery longevity of the implantable cardioverter was 2.8 months to elective recommended indicator (eri). The device had reached eri on (B)(6) 2018. The patient was admitted to the hospital on 8/4/2018 to be monitored for 48 hours before device changed out. The device was explanted and replaced on (B)(6) 2018. No additional information was reported.

Event description:
New information received on 09/10/2018 indicated that the patient was stable post procedure.